Event description:
Patient has reported left side rupture described as "an x-ray confirmed that they are broken and silicone is seen outside the implant." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - visibility/palpability: unable to observe as it is a medical event that is not related to the device. -anxiety-product/procedure:unable to observe as it is a medical event that is not related to the device. -pain: unable to observe as it is a medical event that is not related to the device. -lymphadenophaty: unable to observe as it is a medical event that is not related to the device. -lump/nodule-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side rupture described as "an x-ray confirmed that they are broken and silicone is seen outside the implant." An ultrasound revealed "left shows signs of intracapsular rupture" and "bilateral axillary lymphadenopathies." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6.

Event description:
The device has been explanted.

Event description:
Patient reported left "they are broken", "shape has been changed", "pain in the chest", "I'm very scared, recalled implants", "lumps" (non-device related) and "axillary lymphadenopathies". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Ultrasound revealed, "left shows signs of intracapsular rupture".

Event description:
Patient has reported, left side rupture. Described as "an x-ray confirmed, that they are broken. And silicone is seen outside the implant". Ultrasound revealed, "left shows signs of intracapsular rupture". The device remains implanted.